Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed that customer racked issue by performing hard reboot. The system functioned as intended after customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication drawer 1 was not detected on the communication bus following a reboot, drawer 2 was also not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.